Event description:
It was reported that a malfunction occurred on the pump. There was no adverse impact to the customer's blood glucose level. The customer was assisted with a pump reset by technical support and advised to continue using the pump, with instructions to call back if the issue recurred.